Event description:
It was reported that a patient was connected during prime of peritoneal dialysis therapy. The patient had initially received a reload the set 153 alarm and had been told to start therapy over after turning off the machine and closing the clamps for ten minutes. It was not reported if the proper procedures were reviewed with the patient. The patient would restart therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient failed to follow therapy steps and connected before priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.